Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the front panel assembly to be the cause. The front panel assembly was replaced and the unit tested. The unit was found to be meeting manufacturer specifications. The suspect component was received by carefusion and when a failure investigation is completed then a supplemental report will be submitted.

Event description:
The customer stated that the touch screen is frozen on this unit and it appears there is moisture behind it. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the touch screen and was able to reproduce the reported issue and isolate it to moisture ingress between the membranes of the touch screen. This failure is part of an internal investigation.